Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (>600mg/dl). Elevated bg levels were treated by disconnecting the pump, and taking syringe boluses with humalog and lantus. The customer did not suffer any permanent impairment or damage from this event. Tandem technical support could not perform pump system check/review history because the customer did not have the pump at the time of the call, and was using manual injections for management. Recommendation was made that the customer meet with a clinical diabetes specialist, and upload pump data to the t-connect.